Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and calcification. Pre-dilatation was performed with the 3.5 x 12 mm trek balloon; however, during the first inflation at 6 atmospheres, the balloon ruptured. Resistance was noted with the vessel during removal. A new trek balloon was used to complete dilatation and a vision stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. It was further reported that the balloon was not soaked prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the rx trek was not soaked prior to use, it should be noted that the instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, it could not be determined if the failure to soak the balloon prior to use contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.